Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer stated that his arrow button for his carbs has to be pushed down and takes awhile for them to kick in. Customer also stated that his nurse told him to call because his buttons are sticking and he doesn't know what is going on. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer will continue to use his back-up and will not use the pump. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.